Event description:
During a home visit on (B)(6) 2012, the respiratory therapist learned that the pt had two episodes of breathing spasms and elevated respiratory rate while on the ventilator which occurred on (B)(6) 2012. It was reported that on (B)(6) 2012, the pt was treated in the emergency room for the breathing spasms by receiving oxygen. He was stabilized and released with an oxygen tank to use at home when needed. On (B)(6) 2012, the pt was placed on the ventilator. His respiratory rate rose to 34 bpm, after which he experienced a breathing spasm. The pt was taken off the ventilator and transferred to the back-up ventilator and his breathing pattern returned to normal. No other pt complications were reported. No device problem was reported.